Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Multiple follow attempts were made by tandem clinical support (tts), however, no response was received by the customer. No additional information was provided. Customer¿s blood glucose level was 100-400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.